Manufacturer narrative:
Date of event: exact date unknown, event occurred eighteen months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased pain due to the spinal cord stimulator (scs) device no longer working. The physician prescribed dilaudid. It was also noted that the patient had difficulty charging the ipg and had frequent ipg charging. Database analysis revealed no anomalies.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. Boston scientific received confirmation from FDA that this report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the patient was experiencing increased pain due to the spinal cord stimulator (scs) device no longer working. The physician prescribed dilaudid. It was also noted that the patient had difficulty charging the ipg and had frequent ipg charging. Database analysis revealed no anomalies. Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.